Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 600 mg/dl. The customer treated with 10 units of insulin. The customer stated that the infusion set was bent in the belly. The customer was advised that she can use the same tubing but use a different reservoir. The trainer gave the customer a new bottle to fill up the tubing. The customer threw away the insulin which caused her blood glucose to be high.